Manufacturer narrative:
The device was not returned for investigation. Angiograms were obtained by essential medical. The following were noted from the review of the angiograms: access stick was possibly high and close to epigastric artery, severe calcification of the access site vessel, and stenosis on the profunda. Due to the lock appearing to be positioned high, there is a possibility that access was either above or through the ligament. A dissection tear was present possibly being from a proximal location down to the access. Based on the description of the complaint submission, the patient had a 5.4mm femoral artery with grade 4 severe calcification. Severe calcification of the access vessel is a contraindication in the IFU. Special patient populations indicated in the IFU are patients with small femoral artery size <5mm (for 14f manta) or <6mm (for 18f manta) in diameter. The root cause of the pseudoaneurysm is likely bleeding from near the access site vessel and/or directly from the access site. This suspected to have been caused due to the vessel conditions causing a tear in the vessel which allowed extravasation into the surrounding tissue or due to the access site location there was not optimal conditions to create a hemostatic seal. The risk of failing to achieve hemostasis and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion and/or surgical intervention; and accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis have been identified as potential adverse events related to the vascular closure device in the IFU. Risk documentation was reviewed, and confirmed this type of incident is a known risk. The occurrence rate for this type of incident remains below risk documentation acceptable occurrence levels. The device history record was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient arrived in the ER on (B)(6) 2019 for treatment of a pseudoaneurysm. The patient was admitted and the pseudoaneurysm was treated with two injections of lidocaine. Post injection CT showed the pseudoaneurysm was not resolved. Patient scheduled elective surgery to treat the pseudoaneurysm which was to be performed on (B)(6) 2019. Patient was then discharged from the hospital on (B)(6) 2019. The patient was re-admitted to the hospital from on (B)(6) 2019. The pseudoaneurysm was successfully treated surgically on (B)(6) 2019. Patient returned to the ER on (B)(6) 2019 with a new hematoma and an infection of the hematoma. Surgery was performed on (B)(6) 2019 to clean out the infection and resolve the hematoma.

Manufacturer narrative:
The EU IFU lists access site complications leading to bleeding, hematoma, and pseudoaneurysm as a possible adverse events which can be treated with percutaneous interventions (balloon inflation or covered stent) and/or blood transfusion. It was stated that the vessel size of the patient at the access site was 5.4 mm and that the patient had both severe calcification as well as peripheral artery disease. The EU IFU states that manta is contraindicated in patients with severe calcification and severe peripheral artery disease. In addition, the special patient population section of the warns that the safety and effectiveness of manta has not been established in patients with a small femoral artery size <6mm for use of 8f manta. An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
A tavr was performed on (B)(6) 2019 using a right femoral artery access. Following closure with manta 18f, extravasation was seen via angiogram. Additionally, a hematoma was observed at the access site. The patient had a drop in hemoglobin >3.0g/dl and was given a transfusion of 2-3 units of blood. This event was reported as a major bleed. A balloon was advanced from the contralateral side and inflated at the access site to attempt to achieve hemostasis. Bleeding resumed when the balloon was deflated. A covered stent was placed and hemostasis was achieved. The patient was said to recover without sequelae from the procedure (B)(6) 2019 and was discharged from the hospital (B)(6) 2019. The patient presented at the ER on (B)(6) 2019 with a pseudoaneurysm which was successfully treated with a thrombin injection (B)(6) 2019. Patient was recovering and stable at the time of the report.